Manufacturer narrative:
The cockpit c500 of the affected device was provided for analysis at the manufacturer repair center. During the analysis it was determined that the root cause for the issue was a faulty basisboard m14.5 and rotary knob. In addition, the housing exhibited cracks. After repair of the faulty components the functionality was restored, and a test was performed without deviation. After the repair the device was returned to the customer. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message (cockpit restarted) with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display blanked, and the device was constantly beeping while in use on a patient. No patient injury was reported.